Event description:
It was reported to philips that the wireless footswitch could not connect to the base station and the led was red. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch base station won't be able connect to the footswitch. As per the information collected, the wi-fi indicator on the footswitch was off, the battery indicator was green which indicate that the wireless footswitch lost connection with the base station. The connection was not re-established. The customer was used the wired footswitch to complete the procedure instead of the wireless footswitch. The philips engineer disconnected and reconnected the battery and restart of the system and charge of the battery. System was confirmed to be performing as per specification and returned to use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0648-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.